Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had damaged / defective tubing. The following information was provided by the initial reporter: there is a small pinhole leak in the low sorb tubing right around where the hard plastic covering is located below one of the clamps. Unfortunately, the spill was discovered during administration to the patient. The patient is fine. We have the bag in the pharmacy now; it's filled with a medication called kadcyla. About 5-10mls was lost during the spill, so the bag is relatively full with drug. I cannot tell you what the lot number is unfortunately. I can only say that it is either lot (10) 25065355 or (10)2505502.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from the top of the silicone segment. Visual inspection under the microscope showed a pinhole where the leak was observed. The root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review could not be performed because a lot number was not provided by the customer.